Manufacturer narrative:
The insulin pump was received with no black dots, rainbow display, display anomaly or unexpected audio or beep anomalies were noted. The insulin pump powered up properly after battery installation and passed self test and displacement test. The insulin pump has cracked case at the display window corners, minor scratched lcd window and stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had black marks on the screen. The customer stated that she did not have a new battery with which to test, and the display did not return to normal. The customer's blood glucose was 114 mg/dl. She stated that the black marks appeared rainbow in color when the device was rotated. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.